Event description:
A report was received that the patient was unable to charge due to the ipg being flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that an x-ray was taken and confirmed that the ipg was loosened in the pocket. The patient underwent a pocket revision wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well after the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge due to the ipg being flipped. The patient will undergo a pocket revision.